Event description:
It was reported that the pt underwent pump replacement, due to end of life. (Please also see MFR's report #: 6000030200908260.) The hcp noted fluid back flow from the catheter, believed to be enough to "clear the catheter". The hcp then used the original catheter length of 89 cm to start calculations for reprogramming. A new pump revision segment kit was used and cut to 10 cm. The distal catheter was also cut. A priming bolus dose of .331 ml (19.859 mg) of morphine 60 mg/ml from the old pump was programmed to be delivered over 20 mins, based on the trimmed catheter lengths. The new daily dose was programmed for 14.985 mg/day. The pt was discharged after recovery on the same day. The hcp unsuccessfully attempted to contact the pt the following day. The hcp was notified that the pt was found deceased in her home. Per the rptr, "the initial autopsy was declined". Additional info has been requested from the hcp, but was not available as of the date of this report.